Event description:
It was reported that this patient presented to the hospital for receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of movement-related noise and changing morphology most likely caused by atrial fibrillation (af) while in the primary vector. The physician elected to explant this s-ICD system and replaced it with a new cardiac resynchronization therapy defibrillator (crt-d) to best suit the patient. Surrounding the procedure, the patient experienced discomfort and pain. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is completed, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient presented to the hospital for receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of movement-related noise and changing morphology most likely caused by atrial fibrillation (af) while in the primary vector. The physician elected to explant this s-ICD system and replaced it with a new cardiac resynchronization therapy defibrillator (crt-d) to best suit the patient. Surrounding the procedure, the patient experienced discomfort and pain. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.